Event description:
Patient admitted to (B)(6) on (B)(6) 2024 from nursing home for altered mental status and hypoxia. Patient is trach and vent dependent. On (B)(6) 2024, registered respiratory therapist was called on patient due to patient not receiving tidal volumes, desaturation and hypotension. Emergency trach change was done at bedside. Same size trach tube was inserted and patient was placed back on mechanical ventilator with same settings. Patient was monitored and vitals were normal. After review of trach tube, there was a small leak on the cuff.